Manufacturer narrative:
The reported incorrect expiration date was confirmed by a manufacturer service technician through visual inspection of a photograph of the product. A potential cause of the reported event is a printing issue during the manufacturing process.

Event description:
It was reported that during equipment inspection conducted at the user facility the device was labeled with an expiration date later than the actual expiration date. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.